Manufacturer narrative:
The customer, with the assistance of a beckman customer technical specialist, assessed the issue and found that expired electrodes were being used. The customer later replaced electrodes to resolve the issue. After the replacement, the customer performed calibration and quality control with passing results. The customer verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results and quality control for sodium (na) and low quality control for potassium (k) and chloride (cl), involving their au480 clinical chemistry analyzer. Five patient results were released from the laboratory and later questioned by a doctor. These results were amended after retesting on a different, non-beckman analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics and shared the results for only one patient.